Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-29. H.6. Investigation summary customer returned (7) open 5mm, 31g pen needles without the tear drop label. Customer states that pen needles bend on the customer during her injections and when she tried to straighten the pen needles on the pe, the needles would then break off. All returned pen needles were examined and 6 out of 7 samples exhibited a bent patient end of the cannula. The remaining sample exhibited a broken patient end of the cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked epoxy and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications based on the samples received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description bending/re-straightening mode of failure done by the customer during use of the product. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g experienced the cannula breaking off or pulling out during use. The following information was provided by the initial reporter: complaint 1 of 3 captures events on an unknown date verbatim: consumer reported having 30 pen needles bend on her during her injections from her box last month . Stated she discarded that box and has no information on it. Stated when she tried to straighten the pen needles on the pe, the needles would then break off. Stated she was still using the bent pen needles for her injections. Advised consumer not to use bent pen needles for her injections and to always check the npe and pe of the pen needles prior to injections, to ensure the needle is always straight. Lot #: 9288431 catalog#: 320119

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g experienced the cannula breaking off or pulling out during use. The following information was provided by the initial reporter: complaint 1 of 3 captures events on an unknown date. Verbatim: consumer reported having 30 pen needles bend on her during her injections from her box last month. Stated she discarded that box and has no information on it. Stated when she tried to straighten the pen needles on the pe, the needles would then break off. Stated she was still using the bent pen needles for her injections. Advised consumer not to use bent pen needles for her injections and to always check the npe and pe of the pen needles prior to injections, to ensure the needle is always straight. Lot #: 9288431. Catalog#: 320119.